Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this right atrial lead that is implanted directly into the right atrium through the heart wall, exhibited high out of range impedance measurements of greater than 2000 ohms. The impedance measurements have been steadily rising, and there have been episodes of noise seen on this lead as well. To date, there have been no adverse patient effects reported.